Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer reported that they received erroneous results for three patient samples tested for estradiol on a cobas e411 analyzer. The exact date of the event was asked for, but it is not known. Each sample was initially tested sometime between (B)(6) 2015. The customer first reported that they failed a reagent pack calibration on (B)(6) 2015. The customer was asked to clean the probe and confirm if there were any bubbles in the reagent. After doing this, the customer changed the reagent pack and calibrated the new one on (B)(6) 2015. The calibration of the new pack was successful. It was noted that a reagent lot calibration performed on (B)(6) 2015 was barely successful. The three patient samples were initially measured after the (B)(6) 2015 lot calibration and these results were questioned by a doctor since the values did not agree with the clinical condition of the patients. At the doctor's request, the samples were sent to another laboratory where they were repeated. Both the initial results and repeat results were reported outside of the laboratory. The first sample initially resulted as < 5 pg/ml and when repeated at the other laboratory, it resulted as 34 pg/ml. The second sample initially resulted as 67.14 pg/ml and when repeated at the other laboratory, it resulted as 170 pg/ml. The third sample initially resulted as 23.99 pg/ml and when repeated at the other laboratory, it resulted as 89.6 pg/ml. The patients were not adversely affected. The estradiol reagent lot number was 184183, with an expiration date of 12/30/2015. A specific root cause could not be determined based on the provided information. It is possible that poor calibrations caused the low sample results.